Event description:
Customer contacted saalt on (B)(6) 2023 to explain that they claimed they had trouble removing their saalt disc on their own and chose to seek medical care. Saalt followed up asking for details about their disc including the lot number. Saalt also requested their address, date of birth, phone number and more information about the incident. The customer responded on (B)(6) 2023 and stated the doctor said the disc was larger than the person's anatomy. The customer attempted to find resources through saalt's instructions, and youtube videos. The customer chose to seek help from a medical professional to remove the disc and they were able to remove it completely. Their doctor did not say anything about their cervix height. No further investigation required. Saalt documented the information in the case file. A saalt cup or disc cannot get lost in the vaginal canal, and it is uncommon for assistance to be needed to remove the disc. We believe the instructions given are adequate to remove the cup, but the customer chose to seek medical attention instructions for use (IFU) states to remove the disc: "consider removing your disc in the shower or while sitting on a toilet. Insert your finger behind your pubic bone to feel for the rim of the disc. Hook your finger behind the removal notch, gently pulling down on the grip lines to untuck the saalt disc." It also states that "if you can't reach your disc when inserted, don't sweat it! The disc won't get lost inside the vagina. Your disc can move higher if you have a high cervix. Walk around, wait 30 minutes, and try again, or switch to a different position. If you are sitting on the toilet, try squatting low in the shower or vice versa. You can use your pelvic muscles to move your disc lower; this will feel similar to having an easy bowel movement. Do not strain and keep breathing deeply while doing this. Instructions for use (IFU) states to remove the cup: "consider removing your cup in the shower or while sitting on a toilet. Always pinch the grip rings at the base of the cup to break the seal (don't pull on the stem alone). Wiggle your cup back and forth while holding the grip rings and keep your cup upright as you pull it past your labia to avoid spilling." It also states that "the cup can move higher if a good seal isn't formed when first inserted, but it will not get lost in the vagina. Walk around and wait 30 minutes and try again, or use your pelvic muscles to bear down on the cup, pushing it lower. Squatting in the shower can also help. Once in reach, pinch the lower base of the cup to break the seal, and then gently pull it out." The IFU further states that "uterine lining can sometimes get stuck inside the cup and block the suction holes making it difficult to remove the cup. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.